Manufacturer narrative:
D4 revised catalog number as it was reported incorrectly on the initial report that was submitted. D6a an implant date was reported on the initial report that was submitted and should not have been. Purge cassettes are not implanted. E1 added initial reporter phone number as it was omitted from the initial report that was submitted. G1 the manufacturer site postal code was reported incorrectly on the initial report that was submitted in the manufacturer zip code field. The code was added to the manufacturer site postal code field. Manufacturer site fax number was added as it was omitted from the initial report that was submitted.

Event description:
It was reported that a patient implanted with an impella experienced a drop in purge flows and a high pressure alarm. The purge cassette was replaced to resolve the issue.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Corrected information was provided in d3 (manufacturer fax). Upon review, it was identified that it was inadvertently omitted from the initial report. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the high purge pressure could not be determined as no product or logs were returned for evaluation and limited clinical details were provided.